Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high interval counts on the sensing integrity counter (sic) on the right ventricular (rv) lead. Oversensing and noise were also noted on the rv lead. This lead was reprogrammed and subsequently repositioned. The lead remains in use. No patient complications have been reported as a result of this event.